Event description:
It was reported that a spectrum pump had flow delivery error during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. As the device functioned as intended, no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device under infused during delivery of heparin to a patient. The pump showed 4 hours and 30 minutes remaining for the infusion, but the heparin bag was nearly full. The charge nurse came into the room to verify that fluid was dripping into the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.